Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection of the lcd monitor, lcd crack was observed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 01jul2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the liquid crystal display was cracked and damaged, although, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.